Event description:
It was reported that eight days prior to the report, the patient saw his doctor¿s assistant and told her that he didn¿t meet every three months and he would see them in a year because he was doing better than he ever thought he would. Four days prior to the report, the patient prepared for and had a colonoscopy. Since then, he had the issue of liquid fecal output and a loss of therapeutic effect. He wanted to know if he should turn the device off when he knew there was nothing in his bowels so it wasn¿t liquid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va080t6, implanted: (B)(6) 2013, product type: lead. (B)(4).